Manufacturer narrative:
No device deficiency was reported. Pseudoaneurysm is a known potential adverse event documented in product labeling. It cannot be determined if there was any relationship between the pseudoaneurysm and the introducer sheath, but it cannot be conclusively ruled out so this MDR is being reported.

Event description:
After a successful pulmonary vein isolation (pvi) ablation procedure to treat atrial fibrillation, tenderness in right groin area was reported the morning after the procedure. Arterial duplex doppler revealed a 3 cm pseudoaneurysm arising from the right common femoral artery. Interventional radiology was used to inject heparin and hospitalization was extended by one day. The patient status is being monitored.